Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer's blood glucose was 73mg/dl and the sensor glucose was 46 mg/dl at the time of the incident. The customer believes that their blood glucose and sensor glucose levels were not in range. The customer stated that they will consult their healthcare provider about their issues regarding the sensors. The customer did not troubleshoot and did not send the product back for analysis.